Event description:
Plaintiff alleges latex sensitization as a result of exposure to latex exam gloves. Alleges suffering from serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure add'l pain and suffering for an indefinite time in the future. Plaintiff sustained numerous injuries, including but not limited to the following: asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression, and emotional distress.